Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that an x-ray was done and no issue was found with the device. They also stated that when they turned off the device the pain went away and when turned back on, the pain returned. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt discomfort and painful stimulation where the stimulation is since (B)(6) 2019. The patient has tried to decrease stimulation, but the pain gets worse. The patient stated that before it was positional depending on which way the patient was sitting. The patient had a fall the week prior to the report and had a pelvic pudendal nerve block which caused the patient's left leg to be numb and caused the patient to fall. Turning off stimulation resolved the sensation. The patient was directed to follow up with their hcp to have the device checked. No further complications were reported.